Event description:
It was reported that the unspecified bd maxzero needleless connector leaked. The following information was provided by the initial reporter: clinical study - risks/harm: boissière c, bacle a, pelletier r, et al. In vitro assessment of isopropanol leakage from antiseptic barrier caps into commonly used needleless connectors. Infect control hosp epidemiol. 2024;45(5):576-582. Risk/harms identified (list all risks from the article): catheter related infection (cri) / catheter related blood stream infection.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No mz1000 product was available for investigation. The complaint was reported in a clinical study by boissière c, bacle a, pelletier r, et al., titled "in vitro assessment of isopropanol leakage from antiseptic barrier caps into commonly used needleless connectors." The article discuss the leaking of isopropanol from antiseptic barrier caps into various of needleless connectors and it was found that the maxzero was permeable to isopropanol but not in a statistically significant way. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22055429 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. This complaint is following a study of the maxzero and its permeability to isopropanol, there is no manufacturing defect alleged; therefore there is no further analysis required by the manufacturing site in this instance. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the maxzero product family in the past 12 months.

Event description:
No additional information